Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit. The blood glucose reading was over 600mg/dl. The customer experienced nausea, tiredness, and vomiting. It was mentioned that the cause of his admission was diabetes ketoacidosis and liver enzymes. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. No further information was provided.